Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the generator stopped working during a case. The surgical time was said to have been extended by one hour due to the surgeon having to use a monopolar instrument in order to complete the case. There was no patient injury.